Event description:
It is reported that the pt was revised due to the screw that holds the poly loosening.

Manufacturer narrative:
Evaluation summary: it was confirmed that all implants were compatible with one another. It is unk which surgical technique was used to assemble the articular surface/tibial plate/stem extension construct. It is also not known if the articular surface was fully seated in the tibial baseplate prior to insertion of the locking screw or if the screw was over or under torqued. It appears from the post operative x-rays that the femur may have been notched. Without additional information, the definitive cause of screw loosening cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.